Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients hip was revised for instability so cup, liner, screws and fem head were explanted and stryker components were reimplanted. No other info available per hospital policy.